Event description:
The consumer was sitting on a bath lift, when the unit allegedly "let go" and dropped the consumer into a tub that had just started to fill with water. The backrest allegedly snapped off as the hydraulics broke, causing the consumer to be pitched forward and bang his head on the front of the tub. The consumer's mother took the unit back to the dealer. The dealer told the consumer's mother, the lift is out of warranty and has been discontinued. No serious injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Allegedly, the consumer was sitting on a bath lift lowering himself down when the unit "let go" and dropped the consumer into a tub. Allegedly, the backrest snapped off as the hydraulics broke causing the consumer to be pitched forward and bang his head on the front of the tub. The consumer sustained bruising to the tailbone and arm. The consumer did not seek medical attention at the time. The consumer has since had a routine doctor's visit and was fine. The consumer's mother took the unit back to the dealer. The dealer told the consumer's mother, the lift is out of warranty and has been discontinued. The consumer is an (B)(6). The unit is approximately three years old.

Event description:
The consumer was sitting on a bath lift, when the unit allegedly "let go" and dropped the consumer into a tub that had just started to fill with water. The backrest allegedly snapped off as the hydraulics broke, causing the consumer to be pitched forward and bang his head on the front of the tub. The consumer's mother took the unit back to the dealer. The dealer told the consumer's mother the lift is out of warranty and has been discontinued. No serious injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Allegedly, the consumer was sitting on a bath lift lowering himself down when the unit "let go" and dropped the consumer into a tub. Allegedly, the backrest snapped off as the hydraulics broke causing the consumer to be pitched forward and bang his head on the front of the tub. The consumer sustained bruising to the tailbone and arm. The consumer did not seek medical attention at the time. The consumer has since had a routine doctors visit and was fine. The consumers' mother took the unit back to the dealer. The dealer told the consumers' mother the lift is out of warranty and has been discontinued. The consumer is an (B)(6) male, (B)(6). The unit is approximately three years old. (B)(6) 2011 - an evaluation was performed by an invacare representative who visually concluded that the event was related to lack of maintenance, user misuse, and possible component malfunction. The shower chair was extremely dirty and had signs of hard water stains. The dirt/dried soap build up was found on the actuator parts and sliding mechanism. The actuator and sliding mechanism allow the lift to transition up and back down. The lift was found broken at the junction where the back rest and seat plate join together. The event is likely due to the actuator dislodging from the base plate connection points and the down forces this effect created. The clamp for the actuator was found loose - the fasteners were not tightened - this causes a turing affect in the clamp when the actuator is operating and would slip out of the secure position thus causing the bath lift to drop. The front suction cups were missing -- this would cause movement of the lift in the tub.